Manufacturer narrative:
The customer reported that the biomedical technician troubleshot the 840 ventilator found a loose oxygen sensor, which was tightened, extended self-testing was performed on the device, and all tests were successful. The customer canceled the covidien customer service engineer (cse) repair call, and cse was unable to visually evaluate the unit. Additionally, the customer informed that the unit was functioning within manufacturer's specifications, and no other information was provided. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, during testing, the 840 ventilator was found to have failed the safety valve (sv) pressure test, resulting in the vent entering into a device inoperative mode. There was no patient involvement.